Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 269 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. The customer experienced a blood glucose (bg) displayed as "high" on the continuous glucose monitor. Multiple follow-up attempts to perform troubleshooting were made by tandem technical support however the customer did not respond.